Event description:
It was reported that during a surgical procedure at the user facility, the device overheated and burned a patient. No clinically significant delay and no medical intervention were reported.